Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found and was the cause of user error.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced unstable cot leading to tip. There was 1 event with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced abrasion and pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced unstable cot leading to tip. There was 1 event with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced abrasion and pain.

Manufacturer narrative:
The device that originally was reported as being communication with the customer, was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced unstable cot leading to tip. There was 1 event with patient involvement; no adverse consequences were reported. There was 1 event with patient involvement; the patient experienced abrasion and pain.